Event description:
This case was opened by a biomed after they were notified of a problem. The system was showing "hv register" error at end of fluoro shot requiring reboot. Could not get any more info at this time. However, this site has multiple c-arms and usually brings in another one in the case of a problem.